Manufacturer narrative:
(B)(4).

Event description:
It was reported than an asymptomatic patient presented in clinic during follow-up in backup vvi. A device image was not received but a backup vvi status report was received. A device download was performed successfully.